Manufacturer narrative:
Visual inspection noted the screw has excessive wear and is fractured. Inspection in comparison to the drawing was consistent with the design of the screw. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw. Implant remains placed.